Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision due to the device reaching end of service (eos). The elective replacement indicator was only visible on the remote for 2 weeks before entering eos mode. It is also stated that the battery lasted under 3 years, while the clinic had advised it should last 5 years. The patient did not experience any symptoms prior to eos. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of observing the elective replacement indicator (eri) on the patient's remote for approximately two weeks before the device reached end of service (eos) was due to the primary cell ipg reached eri and eos within range of the expected battery life. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned ipg was analyzed which revealed normal device characteristics during visual and functional testing. A data log analysis indicated the primary cell ipg battery entered eri 3 years, 3 months, and 11.9 days after initial active programming which is within range of the expected battery life of 2 years, 8 months, and 29.2 days. According to the product labeling, batteries that have functioned for 12 months or longer without entering eri mode will provide a minimum of four weeks between the onset of eri mode and the point at which end of battery life is reached. Labeling review: a product labeling review identified that the ipg was used per the instructions for use (IFU)/product label. Additionally, labeling states that the elective replacement indicator (eri) is displayed on both the remote control and clinician programmer while stimulation continues. Device replacement is required to maintain therapy once eri appears. For batteries lasting 12 months or more before eri, a minimum of 4 weeks is guaranteed between eri onset and end of battery life, as documented in the IFU. Investigation conclusion: analysis of the primary cell ipg confirmed that the device reached eri and eos within range of the expected battery life. The observed battery performance was consistent with the theoretical projections based on the device's eui. Throughout its operational period, the ipg demonstrated normal functionality. The product labeling describes the expected behavior of the ipg as it nears the end of service, including the transition from eri to eos and the influence of energy consumption on device longevity. No evidence of device malfunction was found. Therefore, engineers concluded that this investigation will be classified as end of life problem identified.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision due to the device reaching end of service (eos). The elective replacement indicator was only visible on the remote for 2 weeks before entering eos mode. It is also stated that the battery lasted under 3 years, while the clinic had advised it should last 5 years. The patient did not experience any symptoms prior to eos. The patient is expected to fully recover.